Event description:
It was reported that during a routine follow up, real time noise was observed on the rv lead. An increase in impedance was also observed. The lead will be scheduled for replacement. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.